Event description:
Medtronic received a report that the pipeline (ped) pushwire was broken. The patient was undergoing surgery for treatment of a saccular multilobal, unruptured aneurysm with a max diameter of ca. 14mm. The landing zone was 3,6mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was ped implanted at desired location, aneurysm fully covered by ped2, good wall apposition (distal part of pushwire in vessel (stent). It was reported that during delivery of ped2, pushwire was broken proximal from proximal bumper, which resulted in uncontrolled delivery of ped. Ped was balloon dilated and fully opened up. Distal part of pushwire could not be removed by use of a snare and stent retriever and remained in the vessel. There was pushwire break in the middle section. The broken segment of the pushwire was not removed from the patient. The distal part of the pushwire could not be removed. The broken segment is located in the distalinternal carotid artery (ica). There was no friction or difficulty. The pipeline was implanted in the patient. The patient woke up with paresis. The patient is alive with injury, patient is awake with paresis. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. Ancillary devices include a neuron max 88 guidecatheter, phenom 27 (lot 230108192) microcatheter, sychro, traccess 14 guidewire, sfr4-6-24 stent used in attempt of capturing remaining pushwire fragments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the aneurysm max diameter was approximately 14mm. The cause of the pushwire break was not determined.

Manufacturer narrative:
H3: the proximal segment of the pushwire was returned for evaluation. The distal broken segment, braid, and catheter were not returned. The pushwire appeared to be separated at the distal hypotube. The total length of the returned proximal segment was measured to be approximately 201.7 cm. The distal hypotube was found to be stretched by 13.5 cm from the broken end. No other anomalies were observed. The broken end of the pushwire was sent out for sem analysis. According to the sem results, the fracture observed at the broken end is consistent with a fatigue-to-overload failure. Based on the analysis findings, the report from the customer regarding "pushwire separation" was confirmed, as the pushwire separated at the distal hypotube. The fracture at the broken end aligns with fatigue-to-overload failure. Additionally, the observed stretching of the hypotube suggests that high force was applied. This damage likely occurred when the customer attempted to advance or retrieve the pipeline flex shield through the catheter while encountering resistance. However, the cause of that resistance could not be determined. Possible causes of the resistance include vessel tortuosity and an inadequate continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.